Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), which resulted in the patient experiencing bradycardia. This rv lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response has not been received at this time. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.this report is being submitted to include explant date in section d, suspected medical device.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), which resulted in the patient experiencing bradycardia. This rv lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response has not been received at this time. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.